Event description:
Fiberoptic laser cable caused a fire during arthroscopic surgery. It was noted during surgery that the laser was not firing, there was no aiming beam present. A fire was started on sterile drapes where fiberoptic cable had burnt in half. The fire was extinguished with no harm to the pt. There were many cases where this model of fiberoptic cable was defective and would not function, prompting hosp to return all stock and replace with different lot numbers on two separate occasions. The use of this disposable fiberoptic laser cable has been completely discontinued at this hosp.